Event description:
The pt's implantable neurostimulator was explanted. No further info was provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).